Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken retention dome was confirmed, but the cause of the damage was unknown. One 20 fr peg feeding tube device was returned for investigation. Evidence of use was observed on the returned sample. It was reported that the device was placed on (B)(6) 2017 and removed on (B)(6) 2017. Residue was observed within the gastrostomy tube and the dual port feeding adaptor. Yellowing of the tube and dome were observed during the inspection of the returned sample. A separation of the dome material from the peg tube was observed. Pieces of the dome material remained attached to the tube, but sections of the gastrostomy tube are visible where the dome had been attached. A tactual investigation revealed elastic weakness in the section of tube distal to the star bolster. It is possible that excessive force was applied during insertion and/or removal of this device and that the dome material was weakened or stretched beyond its elastic limits. The complainant indicates the retention dome broke when replacing the feeding tube. The product IFU provides the following guidance to prevent damage to the tube during removal. Excessive traction may cause premature removal or premature fatigue and failure of the device. Do not attempt traction as a removal method if gastrostomy tube is not free-floating within the fibrous tract to avoid potential separation of the stomach from the abdominal wall. Damage and separation of the internal dome is listed under the potential adverse reactions and misuse. The IFU provides the following note. Bench top testing has demonstrated the peg tube meets performance requirements associated with catheter tensile strength after a simulated 30 day gastric acid soak. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the internal dome fell into the patient¿s stomach when exchanging the catheter on (B)(6) 2017. The physician decided not to retrieve the internal dome at that time and wait until the dome was naturally discharged from the patient's body. The gastrostomy was performed and the device was placed on (B)(6) 2017.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned yet.

Event description:
It was reported that the internal dome fell into the patient¿s stomach when exchanging the catheter on (B)(6) 2017. The physician decided not to retrieve the internal dome at that time and wait until the dome was naturally discharged from the patient's body. The gastrostomy was performed and the device was placed on (B)(6) 2017.